Manufacturer narrative:
The pump module s/n (B)(6) was received with instrument seal intact. The right (male) iui was observed with corrosion, damaged isolation ribs, and dry fluid residue. The left (female) iui was observed with dry fluid residue. Internal inspection observed no anomalies with the inside of the device. The pump module s/n (B)(6) was received with instrument seal intact. Both iuis were observed to be dull. Internal inspection observed small amounts of fluid ingress on the bezel assembly and rear case. No other anomalies were observed. The root cause of the customers complaint of under infusion was not determined on any of the returned pump modules. Both returned pump modules were observed to be delivering fluid as intended. The customers reported issue or under infusion of chemotherapy was not confirmed nor reproduced during testing. No errors or malfunctions were recorded on any of the returned devices. No programming was observed on any of the returned devices that confirmed the customers reported infusion. Using the customers provided dataset (0278f3521-r.gre) and profile ¿adult oncology¿ each of the drug ID contained in the pcu event logs were reviewed. None of the observed drug ID matched customers reported medications. Information in the pcu device dates back to (B)(6) 2020 functional testing performed on both returned pump modules found both devices to be in specification for rate accuracy. Inspection of both returned pump modules did not observe any anomalies.

Event description:
It was reported that there was an under infusion of chemotherapy. Per the reporter, "vincristine 0.6 mg + doxorubicin 19 mg + etoposide 95 mg" was running as a primary infusion at rate of 21ml/hr. The continuous chemo infusion was ordered to infuse over 24 hours. On day 1, the infusion was started at 1730. The nurse observed that the medication was taking longer to finish than expected. The clinical pharmacist was notified and ordered to increase the rate to 22ml/hr. After several hours, it was noted that only half the medication infused. A second clinical pharmacist was notified and ordered to increase the rate to 25ml/hr. This pharmacist also ordered that the bag not be removed until the infusion finished. The first clinical pharmacist was notified of the ordered rate increase to 25ml/hr by second pharmacist. The first pharmacist ordered the rate to be decreased back to 21ml/hr to "see what the problem is...and how long it will take." The night shift started a new bag of chemo at it's ordered rate of 21ml/hr at 2000 on day 1. On day 2, it was noted that only half the medication infused from this bag. It was also reported that this channel was continuously alarming for ail during the chemo infusion. A new channel was obtained and chemo restarted with no issues. In addition to the channel infusing the chemo, there was another channel attached infusing medication. The clinical pharmacy was notified again and ordered that the rate be increased to 25ml/hr until the infusion completed. There was no patient harm. Although requested, no patient information was provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, no additional patient information was provided.

Event description:
It was reported that there was an under infusion of chemotherapy. Per the reporter, "vincristine 0.6 mg + doxorubicin 19 mg + etoposide 95 mg" was running as a primary infusion at rate of 21ml/hr. The continuous chemo infusion was ordered to infuse over 24 hours. On day 1, the infusion was started at 1730. The nurse observed that the medication was taking longer to finish than expected. The clinical pharmacist was notified and ordered to increase the rate to 22ml/hr. After several hours, it was noted that only half the medication infused. A second clinical pharmacist was notified and ordered to increase the rate to 25ml/hr. This pharmacist also ordered that the bag not be removed until the infusion finished. The first clinical pharmacist was notified of the ordered rate increase to 25ml/hr by second pharmacist. The first pharmacist ordered the rate to be decreased back to 21ml/hr to "see what the problem is...and how long it will take." The night shift started a new bag of chemo at it's ordered rate of 21ml/hr at 2000 on day 1. On day 2, it was noted that only half the medication infused from this bag. It was also reported that this channel was continuously alarming for ail during the chemo infusion. A new channel was obtained and chemo restarted with no issues. In addition to the channel infusing the chemo, there was another channel attached infusing medication. The clinical pharmacy was notified again and ordered that the rate be increased to 25ml/hr until the infusion completed. There was no patient harm. Although requested, no patient information was provided.